Event description:
It was reported that during a hemorrhoidectomy procedure, staples only deployed in half of the circular staple line. The surgeon had to spend approx 2 hours to hand-suture and complete the procedure.